Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. The device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years three months post filter deployment, CT revealed that the ivc filter was unchanged with several the tines being extra luminal. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated downward and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.